Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, the lens was inserted and removed. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation as it was discarded. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint was received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the physician changed his mind during implantation of a za9003 19.5 diopter intraocular lens. The physician decided to use a pcb00 iol with a lower diopter size. Incision enlarged and suture was used. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that after consulting with the retina md (doctor of medicine), dr. (B)(6) decided that a different intraocular lens would have been more appropriate for the patient as they were going to have to do a scleral buckle. Reportedly, they decided to use a pcb00 lens for a better outcome. (B)(6). All pertinent information available to abbott medical optics has been submitted.